Manufacturer narrative:
Upon visual inspection there was no issue found that would be related to the reported event. The generator was tested using the system, the unit energized and cauterized all ports and instruments without an issue. Root cause is attributed to defective generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe was faulting. The intuitive tech support engineer (tse) reviewed the system logs and found c-38 errors. The site rebooted the system and erbe, but the coagulation feature was not functioning. The site changed from swift to classic coagulation mode and was able to get some coagulation. The site did not have another vision side cart available. The procedure was reportedly going to be completed with a force triad generator. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.